Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The enhanced sensor interface board was ordered for replacement. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a system error preventing mechanical ventilation. There was no report of patient involvement.